Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 550. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the condition of a colleague infusion pump with failure code 550 was confirmed by a baxter service technician. This condition was caused by a damaged user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.